Event description:
It was reported that when the intra-aortic balloon (iab) was removed from the t-handle, the iab membrane unfurled. This made it difficult to insert the iab into the sheath. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no traces of blood was found on the product. The sheath and dilator were returned separate from the catheter. Additionally, the extender tubing, three-way stopcock, guidewire and one way valve were returned. The one-way valve was returned attached to the extender tubing. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The sheath and dilator were measured and found to be within specification. The dilator was inserted and removed from the sheath with no difficulties. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported difficulty to remove the dilator from the sheath could not be confirmed by the evaluation. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.